Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) displayed as "high"; although specific value was not provided. Cause was unknown. Elevated bg was addressed by a correction bolus via the pump. Additionally, it was reported that the insulin gauge was inaccurate. The customer continued to use the pump for insulin therapy.